Event description:
It was reported that the pacemaker switched to backup vvi mode prior to the procedure. The backup vvi mode was observed while the pacemaker was still in its box. The pacemaker was not used and replaced. There was no patient involvement.